Manufacturer narrative:
Additional information provided: the customer called the company representative to assist with troubleshooting. The customer confirmed that did not adjust the arm before the surgery, as the operator manual entails, causing the arm to fall towards the patient. The root cause of the reported event can be attributed to the customer not adjusting the arm before the surgery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure that the microscope arm fell down towards a patient but did not have contact. The case was completed using the same system and microscope. There was no harm to the patient.